Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch,, alleging a leakage at the side-port connection point. The event was noted during an infusion. Normal saline was involved in the event. There were no obvious defects noted on the product and no other defects noted. There was patient involvement but no patient harm. There was no delay in critical therapy. The product was stored in a cool room.